Event description:
Customer reported the back light on the insulin pump did not come on and it was freezing. Customer states he has to take out the battery and reinsert it, for the device to work. The rewind process does not work on the device. Customer does not recall blood glucose level but it generally runs low. No further information reported.

Manufacturer narrative:
The insulin pump was received with no backlight due to faulty el panel on lcd board. The device passed displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery test. No frozen screen and no rewind anomaly noted. The device had minor scratched display window, cracked case at display window corner, and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.